Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no ECG/pressure waveforms.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump had no ECG pressure waveform. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, event site email, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: b5, e2 occupation, h6 health effect clinical code, health effect impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states the customer complained of no waveforms. Once on-site, he inspected the unit and attached the trainer and balloon. He then ran the unit for about 2 hours and could not reproduce the issue. He then completed all calibrations, performance and safety tests with no issues.